Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer loaded a new cartridge to resolve the issue however the cartridge alarm recurred. There was no adverse impact to the customer¿s blood glucose level.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. A correction bolus via pump was administered to address bg level. Customer loaded a new cartridge to resolve the issue however the cartridge alarm recurred. There was no adverse impact to the customer¿s blood glucose level.